Event description:
A report was received that the source failed to reach the exposed position during a pt treatment. The source had to be returned manually using the emergency "t" bar provided with the equipment. There was no report of pt injury.